Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that ever since he fell into the river his insulin pump has a battery out limit alarm that he cannot clear and a frequently unresponsive keypad. The patient's blood glucose at the time of incident was 4.0 mmol/l. The customer was looking for fossils when he fell into the river, and after he dried out the pump his buttons have been sticking and he gets frequent low battery alerts. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. No products were returned and a replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces.no button error alarms noted. We were unable to verify battery out limit alarm or low battery alerts due to unresponsive buttons. The insulin pump was received with to corroded electronic assemblies and corroded motor home switch. The insulin pump was received with cracked belt clip slot and minor scratches on lcd window.